Event description:
It was reported that a skin reaction occurred. The patient developed a rash and a scar under the sensor patch. The patient had itching and burning sensation and pain in the area. The insertion date and insertion site were not provided. The scar was present more than 3 months after the skin reaction occurred, and no other patient or event details were available. There was no report of medical intervention. This is being reported due to scarring.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5109743. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).